Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 450 mg/dl, while the sensor glucose was 40+ mg/dl, which was outside of the acceptable range. Customer's current blood glucose reading was down to 119 mg/dl, and current sensor glucose was 143 mg/dl. Therefore, sensor glucose and blood glucose difference was, now, within acceptable range. Troubleshooting was done. Product is not being returned or replaced.